Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. Found system to be functioning normally; all plastics calibrations are within specifications and no artifacts found. System meets specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had treatment on (B)(6) 2021 and had a >2diopter overcorrection. The intended correction was ~7.25diopter in both eyes (ou) which was calculated at ~105um of ablation, but his post-op corneal readings are ~8.5diopter flatter (should only be ~6d flatter for this ablation) and cornea thicknesses are showing ~ 150um thickness (almost 50% overcorrection). At post-operative evaluation the patient complained of poor vision. It was reported that there was poor tear film, trace diffuse lamellar keratitis (dlk) and 2+ inferior superficial punctate keratitis (spk). Patient was to continue with pred/moxi (three times a day) and durezol (three times a day). Also, there was an increase in preservative free artificial tears to be taken every hour. Patient was recommended to get over the counter readers +2.25 temporarily to help function while healing. Patient will continue to be monitored and will likely need an enhancement once vision stabilizes. This report is for the femto laser. A separate report will be filed for the visx.